Manufacturer narrative:
Concomitant product(s): a2dr01 ipg, implanted: (B)(6)2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was fractured. The ra lead was capped and replaced. The patient is a participant in the (B)(4) trial clinical study. No patient complications have been reported as a result of this event.